Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing and one shock for what was believed to be supraventricular tachycardia. There was inquiry of what zone therapy was given. Technical services discussed device operation and programming. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.